Event description:
It was reported that on (B)(6), the patient had a proximal tibia fracture. It was noted that patient had a screw backing out of an rfna that had been placed on (B)(6) 2021 for a femur fracture. An x-ray taken in (B)(6) 2021 showed the screw backing out. This screw was removed on (B)(6) 2022. Femur still has nonunion. The patient had malfunction and had consequences. This report is for one (1) unk - screws: 5.0 mm locking. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This report is for an unk - screws: 5.0 mm locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.